Manufacturer narrative:
The customer canceled the service request. No add'l info is available.

Event description:
The customer reported, the 9900 system will not save images. No pt injury was reported.